Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide a copy of operative report. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Other relevant patient history / concomitant medications, product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure / device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical / surgical intervention for erosion including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling procedure in 2008 and the mesh was implanted with no concerns and working well. The patient started experiencing urinary incontinence six months ago. The mesh had also eroded into urethra on left side and removal of vaginal part of mesh along with repair of urethral defect on left side was performed on unknown date. Additional information has been requested.